Manufacturer narrative:
An event of endocarditis was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2022, 25mm amplatzer pfo occluder was implanted into a patient using an unknown abbott pfo delivery system. It was reported that on (B)(6) 2022, the device was explanted from the patient due to complication with endocarditis. No replacement was implanted. The patient is reported to be discharged.